Event description:
A cartridge alarm was reported by the caller, specifically alarm 20, on november 29, 2025. There was no adverse impact to the customer's blood glucose level. The customer will use multiple daily injections (mdi) as a backup therapy, and a replacement pump with updated software was sent by customer technical support (cts). The caller was instructed to return the problematic pump within ten days to avoid charges and was informed about the procedures to connect their continuous glucose monitor (cgm) and program settings on the replacement pump. The caller acknowledged understanding all instructions provided by cts.